Event description:
It was reported that prior to starting a da vinci surgical procedure a broken tension wire on the maryland bipolar forceps instrument was identified. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported broken tension wire. The instrument pitch cable was broken at the proximal clevis hub. The clevis did not exhibit any wear marks. Broken strands were found to be sticking out at the wrist. The other cables at the wrist were not damaged. The reported complaint of a broken tension wire does not itself constitute a reportable event this failure mode does not meet the criteria of a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the broken pitch cable found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur. This complaint is being reported due to the broken pitch cable found during failure analysis.